Event description:
Needle broke in abdomen (needle issue). Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer (pt's mother) from denmark, concerns a (B)(6) male pt with "diabetes mellitus" who was treated with novofine 30g (needle) on an unk date and experienced broken "needle in the abdomen" beginning on an unk date. Pt's height not reported. Medical history includes diabetes mellitus (for 6 years). On an unk date. The pt's mother informed that they had to go to the doctor in the evening for having a needle removed as it was broken after the pt took his insulin and some of the needle was in his abdomen. The pt always used 8 m needles and had never experienced this before. The overall outcome of event was reported as unk.